Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s history revealed two low-battery warnings with the same battery and multiple other low-battery warnings; there was no evidence of excessive or abnormal battery usage. There was no evidence of damage or moisture ingress to the battery compartment. The battery cap was able to properly secure to the pump; a power loss was not observed during testing. Electric power draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.